Manufacturer narrative:
Device was used for treatment not diagnosis. Cece, j., rose, m., schneider, l. (2015) technical modifications to prevent massive hemothorax following sternal plating. J card surg, 30, 691-693. This report is for an unknown screw/unknown quantity/unknown lot number. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following literature article: cece, j., rose, m., schneider, l. (2015) technical modifications to prevent massive hemothorax following sternal plating. J card surg, 30, 691-693. USA. The article profiled two patients who experienced a life-threatening massive hemothorax after sternal titanium plate fixation. Patient #2 was a (B)(6) year-old male who developed a sternal nonunion secondary to coronary bypass surgery that took place in approximately 2010. On an unknown date, the patient underwent an open reduction and internal fixation of the sternum. It was reported that the patient tolerated the procedure well with no apparent complications. Two days postoperatively, he experienced a snapping sensation in his right chest wall during a vigorous coughing episode. The patient quickly became hypotensive, dyspneic, and tachycardic. He was intubated and resuscitated en route to the operating room. The patient was treated for a large lateral dehiscence of his costochondral margin at ribs 3, 4, and 5 with severe injury to the right internal mammary artery and a hemothorax. The plates and screws were found to be intact and the "blowout" was noted to be just lateral to the hardware. The patient was discharged home on postoperative day 13 with no further problems and a return to full activity. A copy of the literature article is attached to this medwatch. This is report #4 of 4 for (B)(4). This report is for an unknown screw.